Event description:
Meter name: sure step, strip name: sure step test strips, meter code: 5, strip code: 5, strip storage: stored correctly. Symptoms: patient reported blurry vision, dizziness and very thirsty. A patient reported the pt got a staph infection due to the wrong readings on the meter. The pt's meter allegedly was inaccurately low. The result on the pt's meter were 203 mg/dl and 207 mg/dl. The result from the lab was around 400 mg/dl. The time difference between patient's meter and the lab was 30 minutes. Treatment was unknown. No furthur information has been reported.